Manufacturer narrative:
Gbo complaint no: (B)(4). We received 25 pcs of 454247/b160536l from the customer for evaluation. We have no further complaints on the material/batches pertaining to this error description. A check of quality records shows no deviations related to reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume, and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed on the samples. The complaint cannot be confirmed.

Event description:
Customer advised that one patient sample measured potassium >14mmol/l and calcium <1mg/dl. Plasma was clean, no sign of hemoloysis, edta tube was drawn after the lithium heparin tube, and the draw was a straight needle. Customer ran the sample through three times with same result. Customer redrew patient (only lithium heparin) and results were in range with potassium at 3.8mmol/l and calcium at 9.5mg/dl. All testing was performed on vitros 5600 and customer confirmed no lot change of reagents between the first and second tube samples. Customer confirmed the second tube sample results on istat.